Event description:
A patient reported blood glucose results of "6.0 mmol/l" with a lifescan meter and "8.7 mmol/l" on a laboratory device, performed within 20 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. All products were replaced.